Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. Based on the reported information the patient¿s peritonitis can be reasonably attributed to touch contamination due to poor hand hygiene, as reported by the patient¿s pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. During additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2020, the patient was seen in the outpatient pd clinic for symptom of abdominal pain. Per the nurse, the patient had a pd culture (obtained on (B)(6) 2020) which yielded an elevated white blood cell (wbc) of 2500 and growth of gram -positive bacilli (organism unknown). Subsequently, on (B)(6) 2020, the patient was admitted to the hospital for the peritonitis event. It was reported the patient was treated with the antibiotics vancomycin (1 gram) and cefepime (1 gram) intra-peritoneal (ip) daily. The patient also continued pd therapy while hospitalized. At the time follow-up was completed, the patient was expected to be discharged on (B)(6) 2020. The patient was reportedly recovering from the event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.